Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a b30 scope communication error. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of reported issue and scope communication error(b30) was traced to corrosion on plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image. The event occurred during reprocessing, and there was no patient involvement.